Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had recent blood glucose levels over 400 mg/dl and down to 43 mg/dl. Customer stated that the low blood glucose levels were treated with juice. Blood glucose level at the time of the call was 377 mg/dl. Troubleshooting was not completed at the time of the call. The insulin pump was not replaced or returned for analysis.